Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during patient use. This occurred during drain three of four of peritoneal dialysis. It was stated that the cassette leaked at the entry point of the tubing into the cassette itself. The patient completed treatment with a new set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the cassette sheeting separated from the edge of the cassette. The reported condition was verified. An assignable cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.